Event description:
A healthcare professional reported that a patient enrolled in a post market study experienced dry eye feeling 9 days after lasik surgery. The event was noticed especially in the morning and it was reported as moderate and resolved after treatment with medication. According to the investigator the event was not related to the device. No further information is available. This is one of two medical device reports being filed for this study.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No further information is available. (B)(4).